Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. When the on button was pressed, the device would attempt to power on before powering off by itself. There was no patient use associated with the reported event.